Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that his one touch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the pt on the following month and obtained additional info from him. The pt informed the mas that he tests his blood glucose 3-5 times/day and is on an insulin regimen (novolog 70/30 set amount of 24 units in am, 24 units in pm; sliding scale with regular insulin-scale not provided). The pt reported that the alleged inaccuracy issue first began about 2 weeks prior to his call to lfs. He had started noticing that the results were "higher than usual". On the day prior to original date (day prior to call to lfs), the pt tested his blood glucose in the morning at around 7:30 am with a result of 179 mg/dl. He took his set amount of 24 units of 70/30 insulin and ate his breakfast as normal (did not recall what exactly he ate). He was not experiencing any symptoms at this time. At 11:00 am, he tested again on his meter (usual time to test) and obtained a result of 310 mg/dl. He was not experiencing any symptoms of high or low blood glucose at this time. Based on his sliding scale regimen, he administered 10 units of insulin of his regular insulin. The pt then stated that he had a "normal" lunch. At about 1:15 pm, he started feeling dizzy, sweaty, and shaky. The pt immediately ate "something sweet" (did not recall exactly what he ate) and felt better. He did not receive/require medical attention and was not tested on any other device. That day, his other blood glucose readings were 183 mg/dl, and 224 mg/dl, performed later that evening greater than 20 minutes apart from each other. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct, however, he was not cleaning the puncture area properly. The pt had initially alleged that the inaccurate high results were "210 mg/dl, 340s-350s". However, these results did not match the meter's memory. The readings he reported to the mas (179 mg/dl, 310 mg/dl, 183 mg/dl, and 224 mg/dl) were all confirmed with the meter's memory. This complaint is being reported because the t claimed he experienced symptoms that can be associated with severe hypoglycemia after he administered insulin based on his sliding scale regimen. He treated self with food and felt better. Replacement products were sent to the lay user/patient.